Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, they could not get the trocar inserted into the peritoneum. Another trocar was used. There was no patient injury.